Event description:
It was reported that, "the original surgery was performed in 2007. The pt had a non-union. Surgeon revised the pt the following year. Looking at the pre-op x-ray, it appeared that the distal locking screw was broken. When surgeon tried to remove the gamma, the top portion of the nail broke off from the rest of the nail. The remaining portion of the nail was removed w 3 guide wires. The pt went on to receive a t2 recon nail w hydroset".

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.